Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis removed and replaced due to fluid loss. No patient complications were reported in relation to this event.